Manufacturer narrative:
Patient code: (B)(6) ( recurrence, mesh tearing ). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of recurrent ventral incisional hernia. His original surgery was 1 year and 6 months prior to his revision. The patient experienced pain, adhesions, hernia recurrence and mesh tearing.